Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported during a lap cholecystectomy a resident physician assisting in the case was using the raptor grasper to ratchet down hard on the gall bladder in order to help position it so the customer reporting could begin dissection. The resident ratcheted the instrument down very hard and snapped the instrument. The tech said there was a very loud ¿pop¿ and then the distal end of the jaw came apart from the inner shaft. The resident then pulled out the instrument and the jaw pattern was left inside the patient¿s abdomen. They then fished out the jaw. The patient was not harmed during the procedure. On 04aug2017 additional information reported from the scrub tech who was in the case, the event date was (B)(6) 2017, the patient was stable after the event, the object was retrieved using another grasper and pulling it out thru a trocar site, the patient did not require any additional medical interventions such as an x-ray, the grasper was removed from the field and another grasper was used to completed the procedure, the procedure was completed as planned and kept lap.

Manufacturer narrative:
(B)(4): one (1) sp8365 (part of set sp94-8363) raptor grasper ta insert device was received for evaluation. Evaluation by the quality engineer and product engineer confirmed the reported failure. Visual examination revealed that the sp8365 c17 device jaw part was returned completely separated from the actuating rod. It was observed that the link that connects the jaw parts was stretched open indicating the device was overstressed due to the excessive force that the instrument endured when the resident clamped down on the gall bladder during the procedure. In addition the pin that connects linkage to rod was missing and not returned. Note the pin disconnected from rod when jaw link part was stretched open. The root cause of this reported failure is most probable due to mechanical overstress. A review of the device history record revealed no non-conformance's. The device passed all acceptance criteria for release. Conclusion(s): customer ¿ mechanical overstress. The device was confirmed to be damaged due to some type of overstress applied to the device during handling / re-processing within customers care. It has been recommended to review the products instructions for use, IFU (B)(4) for the device in particular the handling, processing, inspection and maintenance sections. Bd will continue to trend and monitor this reported issue and for this product family.